Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the secondary infusion of antibiotic therapy completed sooner than expected. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a secondary infusing faster than expected was not confirmed. Physical inspection noted the device to be in good condition with no anomalies observed. Log analysis shows that on (B)(6) 2016 at 3:57pm, the user started a secondary infusion at a rate of 100ml/hr with a vtbi of 60 ml. The secondary infusion was programmed as a basic infusion; therefore, the drug information is not available. At 4:01pm, the secondary vtbi was changed to 60ml. The device was channeled off and the system powered 14 minutes later, at 4:15pm. The secondary infusion ran for a total time of 17 minutes and 52 seconds and infused a calculated volume of 29.694ml. At the rate of 100ml/hr and vtbi of 60ml, the secondary infusion would be expected to run for 36 minutes to reach completion, however the intended programming parameters were not provided. Rate accuracy testing found the device infusing within specification. The root cause of the reported event was not identified.